Event description:
Boston scientific crm received info that this left ventricular (lv) lead exhibited high threshold measurements and a lead revision was performed. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse pt effects were reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.